Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined the coating damage to be between approximately 3.6 cm to 4.0 cm from the distal end, the wire guide covering has accordion. Approximately 4.2 cm to 6.2 cm and from 15.3 cm to 16.3 cm from the distal end are sections of bare core wire. From approximately 15.3 cm to 16.3 cm there is a section of coating partially detached, and the wire guide is kinked approximately 7.0 cm from the distal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat® 2 calibrated tip wire guide. The coating part of the wire shredded around 7 or 8 centimeters (cm) from the distal tip. The coating did not detach. This was not noticed until the device was removed after successfully completing the procedure. This event was not reportable at the time. The device was evaluated on (B)(6) 2020 and determined to have damage to wire guide coating from 3.6 cm to 6.2 cm from the distal tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.